Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the bladder feature pieces came apart with the wire in the ventricle". Additional information received stated that "a new kit and wire had to be opened/floated. No injury to the patient. We opened a third kit to take apart the bladder components to make sure all of them were present in the bladder that came apart while attached to the patient. Patient is recovered from cardiac surgery. Patient was a re-op valve through a mini incision". Patient condition reported as "fine". Associated MDR 3010532612-2022-00339.

Event description:
It was reported that "the bladder feature pieces came apart with the wire in the ventricle". Additional information received stated that "a new kit and wire had to be opened/floated. No injury to the patient. We opened a third kit to take apart the bladder componants to make sure all of them were present in the bladder that came apart while attached to the patient. Patient is recovered from cardiac surgery. Patient was a re-op valve through a mini incision". Patient condition reported as "fine". Associated MDR 3010532612-2022-00339.

Manufacturer narrative:
(B)(4). The reported complaint of sheath leaked is not able to be confirmed. The product was not returned for investigation. A device history record review could not be conducted since the lot number was not provided. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Corrected data: section h6 adverse event problem: medical device problem code corrected from 1546 to 1250 due to complainant confirming "blood in the sheath".